Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.